Manufacturer narrative:
This report is submitted on april 9, 2019.

Event description:
Per the audiologist, the patient experienced poor performance, headaches and inflammation at the implant site post surgery. Subsequently, the patient was administered antibiotics (type not reported) for one week. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.